Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the battery gauge was fluctuating. The customer's blood glucose was 190 mg/dl. Customer reverted to using an alternate method of insulin therapy.